Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned cannula revealed that the tubing was torn near the 3-way connector. Several areas of the tube were found stretched. Conclusion: we are unable to determine the cause of the reported damage to the subject opt944 optiflow + adult nasal cannula. However, based on our knowledge of the product and parts of the tubing being stretched, the reported event was likely caused by the cannula being subjected to excessive force. It should be noted that the healthcare facility reported that the patient was restless and it is possible that the tubing was pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in france reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during patient use. It was reported that the patient was restless and it is possible that the tubing was pulled. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint opt944 optiflow + adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during patient use. There were no reported patient consequences.